Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. The body of the lead was extrinsically damaged. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was stretched, causing the insulation to buckle, preventing proper torque transfer from the pin to the helix. The helix extended within specification, but did not retract within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that positioning difficulties were experienced during attempted implant of a pacing lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.